Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this device, an alert message was exhibited that the device was not intended for human implant (ie demo unit). Based on the model and serial number of the reported unit, the device was not manufactured nor labeled as a demo however, manufactured for human use/implant. The device was not used and is expected to be returned for evaluation. Another device was selected and the implant completed with no resulting adverse effects.